Manufacturer narrative:
The serial number in the follow-up report is for the device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a power supply failure. There was no reported patient involvement.